Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated he thinks it's just hard to secure the pump because of his muscular dystrophy, but did confirm that the pump sticks out when he sits down, but is "not too bad" when he stands. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and clonidine via an implanted pump. When asked the dose and concentration, the patient stated "2.8 for a day unless I do bolus". When asked for the drug, dose, and concentration in pump when the event first started, the patient did not provide an answer. The patient¿s medical history included having a spinal cord stimulation system. On (B)(6) 2020 the patient reported that his pump was sticking out of his stomach. He initially stated that he was pretty skinny because he was ¿6¿5¿ but then later stated the he was not skinny. Per the patient, due to this his hcp (healthcare professional) had to ¿put a mesh over it¿. The issue started a couple of months after device implant. It was noted that the patient was very difficult to follow throughout the call despite attempts to get clarification multiple times. Additional information was received on 22-may-2020 from the patient who reported that the hcp (healthcare professional) put the pump deeper in the stomach and it still sticks out once in a while depending on ¿bowel movement and muscle¿. The patient stated that he was worried because he didn¿t want to install the pump on the left side because he had ¿nevro on the left side¿. No further complications have been reported as a result of this event.